Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23830. It was reported the patient experienced uncomfortable heating sensations at the ipg site while charging. The sjm representative suggested the patient charge more frequently and for shorter periods of time to decrease heating while charging. In addition, a replacement le charging system was sent to the patient to further address the issue. Follow-up information revealed the patient received the replacement charging system and the reported issue is now resolved. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected. Please note: the actual event date is unknown.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r; 1627487-12192011-003-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.